Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing. The patient was working-out at the time of the shock. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.